Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: extension. Product ID: 3389s-40, lot#: va25b78, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 18-sep-2023, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 18-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced wound dehiscence at the lead site. The leads were exposed at the scalp. Actions/interventions included explanting the entire system due to possible infection. The issue was reported to be resolved. The devices were discarded.